Manufacturer narrative:
Concomitant medical product: 5554-53 lead implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac compass in the implantable pulse generator (ipg) displayed invalid data upon interrogation. It was also noted that a "status reset" message was received upon interrogation. It was further noted that the ipg had undergone electrical reset due to electromagnetic interference. The ipg message was cleared and the ipg remains in use. No patient complications have been reported as a result of this event.